Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads were explanted and replaced on (B)(6) 2019. Therapy was restored following the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-13179. It was reported that the patient was experiencing inadequate and uncomfortable therapy. During reprogramming, it was shown that the patient's leads had low impedances. X-rays revealed that the patient's leads had migrated. Surgical intervention is expected to address the issue.